Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. The patient experienced a midline erosion which was noted during intercourse. The patient was admitted for closure on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
The patient experienced pain during intercourse since (B)(6) 2013 as a result of mesh erosion. The erosion was midline and 1 cm in size. Currently, the patient is fine. The physician opined that the patient being a smoker could potentially be a contributory factor to the erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.